Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having throat cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having throat cancer. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Error logs were reviewed and 1 instance of e-101 (err_humid_max_temp), a continue error was observed. An unknown contaminant was observed on the top enclosure, front panel, rear panel, and module flip door. An unknown dust contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Investigation can confirm the presence of dust contamination in the airpath and found no evidence of sound abatement foam degradation or breakdown. Section d8, d9, h2, h3 and h6 has been updated.